Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room following a syncopal episode. Review of stored device memory revealed several episodes of what appeared to be atrial fibrillation (af) with rapid conduction to the ventricle, which, were stored as non-sustained ventricular tachycardia events. Boston scientific technical services (ts) recommended further evaluation with a programmer. The cause of syncope was unknown. This product remains implanted and in service. The patient will continue regular follow ups with the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.